Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a suspected infection and ipg pocket gets hot when charging. It was unknown if the infection was device or procedure related and what caused it. The patient was prescribed antibiotics. The physician confirmed that patient had no active infection and was doing well.